Event description:
It was reported that a pump has system error 105 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105 alarms caused by a failed motor. The motor will be replaced.